Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to clinic for pacemaker interrogation. The right ventricular (rv) lead was found to have loss of capture and high pacing impedance. The physician elected to make programming changes and the patient was in stable condition.